Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a charge duration issue. The patient noted that it took 40 minutes for the device to charge from 50% to 80%. The patient did not observe any error screens and confirmed that the charging quality was excellent. The patient expressed concern that the charging time had been increasing over time. The agent provided information regarding the expected charging duration, which is anticipated to be from 0 to 100% in about 2 hours with excellent quality. The patient ended the call before further information could be gathered. The resolution involved educating the patient and providing information.